Manufacturer narrative:
G4,g7,h2,h3,h4,h6,h10 device evaluation. Upon completion of the investigtion it was noted that this complaint has been confirmed. The valve was tested for programming; the valve failed to reprogram. Therefore, the valve was irrigated with purified water and it was retested for programming; the valve scuceeded to reprogram. The valve was examined under microscope at appropriate magnification and it was dismantled; a slight amount of biological debris was noted on the programming control mechanism, it was noted on the lower side of the cam on the base plate and on the pivot. It was likely contributor of the programming test failure. No other potential caused for the programming problems were noted. It might be that some biological debris which interfered with the ability of the valve to repgram was dissolved and/or flushed out during the irrigation of the valve. However, this could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications and passed all programming tests when released to stock in june 2005. No corrective action is needed based on the results of the evaluation.t rends will be monitored for this or similar complaints. At the present time this complaint is considered to be closed.

Event description:
After postoperative MRI the valve reprogramming was no longer possible. The x-ray showed a programmed valve of 30mmh20 instead of the real adjusted 80 mmh20, thus the surgeon decided to explant the valve.